Manufacturer narrative:
This report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a synthes employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the trochanteric fixation nail advanced (tfna), blade, and 5mm locking screw was removed due to the lateral aspect of the blade projecting laterally beyond the lateral vortex, which caused the patient irritation. The blade had protruded laterally due to controlled collapse during weight-bearing. The removal of the tfna nail, blade, and 5mm locking screw was performed 18 months post-op. The fracture had healed, and no additional prosthesis were required. The procedure was completed successfully. Patient outcome is unknown. Concomitant devices reported: tfna nail (part number unknown, lot unknown, quantity 1), 5mm locking screw (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown nail head elements: tfna helical blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary reviewing attached x-ray, the complaint description can be confirmed that the tfna blade is back out. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.